Manufacturer narrative:
The device thermal cutoff was blown.

Event description:
It was reported that at the user facility the device was smoking and overheating. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Event description:
It was reported that at the user facility the device was smoking and overheating. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.